Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient came for follow up and after the patient felt some symptoms due to vvi 65 beat per minutes (bpm). The device was elective replacement indicator (eri). The device was removed and another implanted. No patient complications have been reported as a result of this event.